Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the patient experienced chest pain. An aortic dissection was confirmed via computed tomography (CT). Per the physician, the ascending aorta was ruptured at the lower end causing the valve to dislodge. A second valve was advanced which pushed the first valve forward as it was attempted to be implanted. Per the physician, the second valve pushing the first valve caused the dissection. Medication was provided. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, lot #: 0010801360, ubd: 12-aug-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, lot #: 0010799089, ubd: 11-aug-2023, UDI#: (B)(4) additional information was received which indicated that only one valve had been implanted and valve dislodgement did not occur. The cause of the aortic dissection that did occur was reported as unknown. It was also reported that the dissection was thought to be due to the transcatheter aortic valve implant and/or the passage of the delivery catheter system (dcs). No adverse patient effects were reported. Corrected data: associated concomitant delivery catheter system (dcs), h6 - device (a051201) and annex f codes (f12 and f2301 no longer apply). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.